Manufacturer narrative:
As received, a complete lead was returned in one piece. The s-curve height was measured to be within specification. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of no capture was not confirmed.

Event description:
During a follow-up, the device was interrogated and there was no capture threshold on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.